Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was lifted near the contrast button. Evaluation revealed that the ok keypad button was unresponsive and the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. There was evidence of keypad contamination found under the key contacts. Evaluation also revealed that the ok, up arrow and down arrow key contacts were misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button stopped responding today when pressed. There is reportedly no visible damage to the keypad. The patient reportedly keeps the pump in the pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.